Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer reverted to manual injections for insulin delivery. Customer¿s blood glucose level was 200 mg/dl.